Event description:
Patient had surgery on (B)(6) 2013 to revise/extend fusion from l5-s1 to l4. It s reported that prior instrumentation was removed and expedium devices were implanted at that time. The patient returned to the surgeon 6 weeks post-op with a complaint of hearing/feeling a pop in the lumbar region. Reported that it felt like something was loose. Patient admitted to the surgeon that she had continued to smoke and had not been following orders for post-op care. On x-ray surgeon noticed that the rod on the left side looked out of place at l4 and it was determined that the rod had somehow slipped slightly out of the head of the l4 screw even though the set screw was still solidly set in the tulip head of the polyaxial screw. The rod, set screw, and polyaxial screw were removed and replaced and more allograft/autograft was packed in the lateral gutters to help promote fusion before closing. This medwatch report is being filed for the expedium rod that slipped out from the screw assembly.

Manufacturer narrative:
Depuy synthes spine does not use therapy dates. As a result, today's date has been entered into the required field. A follow up report will be filed upon completion of the investigation. Given to patient.

Manufacturer narrative:
Narrative: the complaint devices were not available for evaluation as the surgeon returned the complaint devices to the patient. A device history record (DHR) review could not be conducted as the complaint device lot numbers are unknown. Without lot numbers, a review of manufacturing records cannot be completed. A 12 month review of the complaint trend analysis for product family was bounded because of similar geometric design and functionality. It was noted that there were no related complaints of rod slippage. Without a product sample we are unable to confirm the reported issue or identify the root cause. It was noted in the event description that the patient admitted to the surgeon that she had continued to smoke and had not been following his orders for post-op care. The complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. Device not returned.